Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) cuff due to issues with the device and recurring incontinence. The aus pump and balloon were not replaced and a new aus cuff was implanted. There were no patient complications reported.